Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2013 clinic notes were received dated (B)(6) 2013 that indicated that the patient has been doing very well until about three weeks prior when the patient had an increased seizure frequency to several seizures per week. The patient's previous seizure frequency at the last visit was 1 mild/week and the patient's current seizure frequency was noted to be up to 3-4 seizures/week. The physician stated that he questions the vns. The vns was interrogated and the patient's settings were output=2.25ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=0.3min/magnet output=2.5ma/magnet frequency=30hz/magnet pulse width=500usec. The physician stated that system diagnostics were normal but the normal mode diagnostics showed ifi=yes. The physician stated he would refer the patient for battery replacement given the increased seizures. The physician later reported that the increase in seizures began in early (B)(6) 2013 and are thought to be due to the device nearing end of service. The only intervention is to have the generator replaced. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. The patient underwent generator replacement on (B)(6) 2013. The explanted generator was returned for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed.